Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence and cycling issues with an artificial urinary sphincter (aus) leading to a revision surgery in which the existing device was removed and replaced. During the procedure atrophy was noted around the cuff. The patient did not experience further complications. It was further reported that the explanted cuff was a 4.0 cm cuff and was replaced with a 3.5 cm cuff. The physician did not fell the cuff was the incorrect size or placed in the wrong place as it worked well for a long time. It was clarified that device cycled correctly. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence and cycling issues with an artificial urinary sphincter (aus) leading to a revision surgery in which the existing device was removed and replaced. During the procedure atrophy was noted around the cuff. The patient did not experience further complications. It was further reported that the explanted cuff was a 4.0 cm cuff and was replaced with a 3.5 cm cuff. The physician did not feel the cuff was the incorrect size or placed in the wrong place as it worked well for a long time. It was clarified that device cycled correctly. No more information available at the moment. Should additional information become available, it will be provided.